Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's left side electrode was digging into his skin and was itchy and red. The patient also reported that the monitor was too heavy. The patient's physician recommended benadryl. Follow-up indicated that the patient had been using eucerin lotion and that the patient still had a mark.